Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: dr. Had trouble loading the bypass tube into the sheath, it would not go inside the sheath, he tried to hold it with his left thumb to insert the rest of the device and it would not go into the sheath. He removed the manta device out of the system and opened a new one and it deployed successfully. Additional information on (B)(6) 2022: during a large bore procedure, there were no issues advancing or withdrawing sheaths. Severe resistance was reported when the physician attempted to hold the rim of the bypass tube and advance it into the sheath but it would not advance, causing the closure unit delivery system to kink. The procedure was completed with a new 14f manta successfully although a new manta sheath was not used, only a new closure unit and there were no issues inserting the bypass tube. Patient was reported as fine post procedure.

Manufacturer narrative:
One 14f manta closure with 14f manta sheath hub locked in place and lever fully engaged and one 14f manta closure without a sheath hub, lever not engaged, were returned to vsi/teleflex for evaluation. Blood particulates were noted on the units. The collagen plug (collagen, toggle, radiopaque lock) can be seen within the bypass tube on the manta closure without sheath hub. The units were decontaminated and inspected. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance advancing the bypass tube. After each attempt at advancing the bypass tube into the sheath, the bypass tube kept popping back out. The proctor told the physician to grab the rim of the bypass tube like holding a pencil and advance it into the sheath. After attempting to move the bypass tube through the sheath, the bypass tube would not advance and caused the carrier tube to kink. The first 14f manta device was removed off the guidewire, and the first manta sheath remained in place. A second 14f manta device was opened and deployed successfully without complication. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. As per procedural requirements stated in the IFU: the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath.